Event description:
The customer reported that the 7900 system was slow to boot up. No pt injury was reported.

Manufacturer narrative:
The MFR svc rep performed an on site investigation. The svc rep replaced the hard disk drive. The system was tested and is operating as intended.